Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent hysterectomy and cystoscopy due to stress urinary incontinence, abnormal uterine bleeding, and dysmennorhea. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh exposure. It was reported that patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh exposure. It was reported that patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.